Event description:
"During a r max sinus augmentation in conjunction with placement of one implant fixture. The dr was using an el2 to elevate the membrane from the sinus floor. The el2 (elevator) broke approx 5 mm from the tip. The tip was found in a small perforation in the membrane and was retrieved."

Manufacturer narrative:
During a r max sinus augmentation in conjunction with placement of one implant fixture. The dr was using an el2 to elevate the membrane from the sinus floor. The dentist was using the insert el2 to elevate the membrane from the sinus floor. The fragment of the insert was found in a small perforation in the membrane and was retrieved. The broken tip was not returned to the manufacturer mectron. No evaluation on the actual part involved in the event is possible. The pt has not reported damage. Additional information from the importer report: (B)(4): el2 insert tip - accessory to piezosurgery bone cutting device. (B)(4).